Event description:
Pt underwent surgery with duration of approx 10 hours. Nitrous oxide used for first 8 hours and cuff pressue was not checked nor air removed from cuff during case. Approx 7 hours into case, the pt exhibited signs of partial airway obstruction, specifically, not being ventilated as easily, so "assisted" ventilation was provided. There were no abnormalities in the pt's co2 reading or oxygenation. After lma proseal was removed at completion of case, the pt had signs of airway obstruction that was treated first with a jaw lift then intubated. Examination found the base of the tongue and uvula were edematous. Pt adminstered steroids and placed on a ventilator. There was no device malfunction reported with this event.